Manufacturer narrative:
Additional/updated information was added to reflect the left side frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken around the weld at the bottom rear. An expanded evaluation was performed. The expanded evaluation report confirmed that the left side frame tubing was cracked/broken around the weld between the lower horizontal side tube and the upright rear tube, or back cane. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Provider states the left rear frame has broken at the weld.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the left rear frame has broken at the weld.